Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument wrist cover was found to have multiple tears at various lengths. No material is missing. Tears are not axially aligned with the main tube. Additional observation was also identified: the sureform 45 stapler instrument was placed on xi system arm and failed engagement on 3 consecutive attempts. An error 22020 occurred stating ¿engagement failure roll axis¿. This error indicated a potential high friction with motion. No further functional testing could be performed. Additional observation was also identified: the sureform 45 stapler instrument roll thrust bearing in the backend appeared with brown contamination spots. Additional notes were also identified: the sureform 45 stapler instrument had 12 uses remaining. The instrument had no engagement errors. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler blue reload was analyzed. The reload has not been fired at all. The reload pushers of the staples were found at the bed surface of the cartridge. The reload knife was still concealed at the proximal end of the cartridge.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the customer report of the sheath breaking on the sureform 45 stapler tip, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The sureform 45 stapler instrument has been requested to be returned for failure analysis investigation. However, the instrument has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument had physical damage. The instrument sheath on the stapler's tip broke. The sureform 45 stapler was locked in the arm and was not responding to the surgeon¿s command. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the stapler instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. The customer reported that the sheath broke off. There were no errors when the stapler stopped responding. The customer clarified that the instrument was stuck on the arm of the patient side cart (psc) but they were able to force the instrument outside of the trocar. A lung resection was being performed when the tip broke. The customer also clarified that the delay was only 30 minutes, but the total operation time was 5 hours. There were no intra or post-operative complications due to this delay. The tip breakage did not impact the procedure or the patient¿s health. There was no concern about the procedure delay causing any long-term complications with the patient.